Manufacturer narrative:
The device was not available for evaluation. The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone, and affects the success rates of bone grafts. Probable causes could be the lack of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." In addition, IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
Patient's ethnicity and race were not provided; however, it was reported that the patient's nationality is (B)(6). The reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted. This report is for the 1st of 3 reported implants for the same patient. Reference 3011649314-2019-00081 ((B)(6)) for the 2nd implant. Reference 3011649314-2019-00082 ((B)(6)) for the 3rd implant.

Event description:
This report is for the 1st of 3 failed implants for the same patient. It was reported that an inclusive tapered implant lacked primary stability. The implant was placed in tooth location #25 (universal) on (B)(6) 2018. The doctor reported that the patient returned on (B)(6) 2019, and noted that there was mobility with the implant. Therefore, the doctor removed the implant due to lack of primary stability. There was no pain or infection reported. The patient's current status is reported to be fine. The patient has type iii bone, and has a history of smoking. There was no abnormality noted with the implant itself.